Event description:
It was reported that an inquiry regarding high out of range pace impedance measurements was requested when it comes to this device. A review of the remote monitoring data by technical services (ts) noted that the first high right ventricular lead measurements started (B)(6) 2018. It was noted that the values were greater then 3,000 ohms most of last year. Ts noted that due to that fact that we longer can evaluate the leads performance a lead evaluation should be considered. At this time the remains implanted. No adverse patient effects were reported. Additional information provided verified that the lead involved in the high out of range pace impedance measurements was a competitor lead. No issues were noted with this right ventricular (rv) lead. And it remains implanted.

Event description:
It was reported that an inquiry regarding high out of range pace impedance measurements was requested when it comes to this device. A review of the remote monitoring data by technical services (ts) noted that the first high right ventricular lead measurements started (B)(6) 2018. It was noted that the values were greater then 3,000 ohms most of last year. Ts noted that due to that fact that we longer can evaluate the leads performance a lead evaluation should be considered. At this time the remains implanted. No adverse patient effects were reported.